Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The customer found that the white blood cell (wbc) bath and the analyzer card were defective defective. The fse replaced the wbc bath and the analyzer card, which repaired the vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter act diff analyzer generated vote outs for multiple parameters on four patient samples. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.